Event description:
Surgery was routine liver biopsy. When the needle punch was deployed, it make a sound where "that didn't sound right." When the needle was removed, it was severely bent. There may be a problem with the lot number for the needle. Dates of use: (B)(6) 2018 - (B)(6) 2018. Liver biopsy. Is the product compounded? No; is the product over-the-counter? No.